Event description:
It was reported that following implantation, the right ventricular (rv) lead exhibited loss of capture when rolling the patient. Upon further analysis, dislodgement of the rv lead was noted along with high thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).